Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s stimulator was not working. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's issue with the device was that the stimulation was not helping the patient anymore.

Event description:
A report was received that the patient¿s stimulator was not working. The patient underwent an explant procedure.